Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race (caucasian, hispanic/latino) female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant prosthesis and experienced right-sided breast pain and rupture postoperatively. The patient had a consultation with a healthcare professional due to right-sided breast pain and was recommend for MRI. CT scan performed on (B)(6) 2021 and MRI performed on (B)(6) 2021 indicated right-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2019 based on available information.

Manufacturer narrative:
On 19-oct-2021, it was found that incorrect patient¿s symptoms and serial number of the suspected medical device were reported on the initial report. Manufacturer's reference number: (B)(4). On the initial report, it was reported that the patient experienced right-sided breast pain and rupture postoperatively. However, the patient experienced left-sided breast pain. On the initial report, it was reported that the serial number of the suspected medical device was reported as (B)(6). However, the actual serial number is (B)(6). The relevant fields have been updated.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).